Manufacturer narrative:
The device was not returned for evaluation. A potential root cause for this failure mode could be user related (example: salt accumulation)/block drainage lumen/no drainage eye). The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews.

Event description:
It was reported that a foley catheter did not drain. The patient arrived to the unit with a 16 french foley in place. The patient complained of bladder spasms due to the balloon. The nurse completed a line trace and patient reposition with no urine drainage. The nurse also removed the foley from the stat lock and placed the bag on the floor with no urine drainage. A bladder scan was completed and it displayed 500ml in the bladder with the foley in place. The foley was removed and the patient was able to void. Additional information received no sample available.